Manufacturer narrative:
This device is currently in house at vyaire medical and is in the process of being evaluated. Once completes and the results become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the patient passed away while connected to the ventilator. There are no allegations of the ventilator malfunctioning, the customer would like to get the ventilator evaluated as a precaution. The patient has two ventilators, and it is unknown at this time which ventilator the patient was on at the time of the event. Both ventilators will be evaluated.

Manufacturer narrative:
Results of investigation: vyaire medical performed multiple tests on the ventilator. All testing was performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator passed an extended 97 hour run in test at the customer's settings without any unusual alarms or conditions. The ventilator also passed a 40 minute battery duration test from the ltv service manual, however, the ventilator failed the ltv automated final test with slight non-conformities with the tidal volume. This slight non-conformity does not affect the way the ventilator ventilates. A review of the event trace log revealed multiple "ln vent1" entries on (B)(6) 2017 due to bat low1 and bat mpt1 conditions. All other event trace entries were consistent with normal ventilator operation.